Event description:
It was reported that the customer was hospitalized due to high blood glucose and dka. Nurse stated that the customer's blood glucose reading was 1147 mg/dl at the time of admission. Caller stated that the customer's insulin pump had incorrect time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.